Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer called in reported issues that occurred while using a system 5000, 60-8005-001, ser (B)(4) that occurred (B)(6) 2020 at (B)(6) general hospital. The information provided indicates that a bd care bovie cord # (B)(4), melted and caused fire to patient's clothing during a procedure. The cord was used in conjunction with system 5000 unit /60-8005-001. It is noted there was no impact or injury to the patient. No other information was made available at this time. There is no allegation of defect against the system 5000 unit. However, since it was being used when the incident occurred, this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At time of filing, although originally expected, the reported device has not been returned to conmed for evaluation and its current location is unknown. Although the device is not available, photographic evidence has been provided. Review of several of the photographs shows the cable end broken off however, there is no evidence of the cable being burned, charred or melted. The reported incident and complaint of "the bd care fusion cable caused fire" is inconclusive and a root cause cannot be established. The service history was reviewed, and no data was found, hence indicating the preventative maintenance is overdue. At the time of the complaint, the device was 62 months of age. A DHR review was not conducted as the device has been in the field more than 12 months. A two-year review of similar events revealed an occurrence rate of (B)(4) for this device; however, because this is a reusable device, the potential number of uses is not considered in this occurrence rate. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-enriched environments. The IFU advises the user that the system 5000 should be performance tested by a hospital qualified biomedical technician at least every year; the established conmed service interval for this device is 12 months. This issue will continue to be monitored through the complaint system to assure patient safety.